Event description:
It was reported that the pt developed pain in right leg within the last three months. Pt described the pain as being in the front thigh area. Pt is also experiencing pain in his groin. Pt stated that he has had his blood work and x-rays done and the results are pending.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.